Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly, the customer&#38112;blood glucose level was 352 mg/dl. It was indicated that the customer administered a correction bolus to address blood glucose level. In addition, the customer was able to load a new cartridge successfully.